Event description:
It was reported that the bd eclipse¿ needle separated from the syringe during use and sprayed out vaccine medicine onto the user and patient. As a result, the patient needle and additional injection to finish the vaccination. The following information was provided by the initial reporter: "needle detached from syringe leaving needle inside the thigh of infant and spraying imms all over infant and writer. Checked that needle was secured to syringe when reconstituting hib component with no issue. Unsure vendor and ids. No pca available to confirm... -how was the patient outcome? Please provide the details. Child needed an additional needle shortly after the incident, due to not getting a complete dose of the vaccine after the needle and syringe separated and vaccine sprayed out. Parent concerned of getting ¿extra¿ vaccine and increased side effects. Public health nurse spoke to parent on may 30 and confirmed child had normal expected reaction. -was there any needle stick injury? If yes, please provide the details. No. .-any adverse event or serious injury reported to patient or healthcare professional? No. -was there a delay of, or change in, the course of treatment due to the event? No.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd eclipse¿ needle separated from the syringe during use and sprayed out vaccine medicine onto the user and patient. As a result, the patient needle and additional injection to finish the vaccination. The following information was provided by the initial reporter: "needle detached from syringe leaving needle inside the thigh of infant and spraying imms all over infant and writer. Checked that needle was secured to syringe when reconstituting hib component with no issue. Unsure vendor and ids. No pca available to confirm... -how was the patient outcome? Please provide the details. Child needed an additional needle shortly after the incident, due to not getting a complete dose of the vaccine after the needle and syringe separated and vaccine sprayed out. Parent concerned of getting ¿extra¿ vaccine and increased side effects. Public health nurse spoke to parent on may 30 and confirmed child had normal expected reaction. -was there any needle stick injury? If yes, please provide the details. No -any adverse event or serious injury reported to patient or healthcare professional? No. -was there a delay of, or change in, the course of treatment due to the event? No."